Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-14999. Related manufacturer report number: 2017865-2021-15000. Related manufacturer report number: 2017865-2021-15002. It was reported that the patient experienced pocket erosion and presented in clinic. Upon examination, it was noted that the corner of the implantable cardioverter defibrillator had eroded through the skin. The leads were partially eroded as well, including the previously capped right ventricular tendril lead. Also, there was presence of infection most likely due to the erosion. The system was explanted. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.